Event description:
Customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and usb cable.